Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the mesosalpinx below that was perforated"), pregnancy with contraceptive device ("pregnancy (termination") and pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 1 on (B)(6)2004 and abortion. Concurrent conditions included morbid obesity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), rash ("allergic or hypersensitivity reaction: rash"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems: depression"), anxiety ("mental anguish") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of the device) and surgery (removal of the device). Essure was removed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, hypersensitivity, rash, fatigue, migraine, headache, depression, anxiety and weight increased outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, fallopian tube perforation, fatigue, headache, hypersensitivity, migraine, pelvic pain, pregnancy with contraceptive device, rash and weight increased to be related to essure. The reporter commented: discrepancy noted: have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: successfully occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information, patient details, other relevant history, product information and events: the mesosalpinx below that was perforated, pregnancy (termination), allergic or hypersensitivity reaction: rash, fatigue, migraines, headaches, psychological or psychiatric problems: depression, mental anguish, weight gain and device ineffective were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the mesosalpinx below that was perforated"), pregnancy with contraceptive device ("pregnancy (termination") and pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 1 on (B)(6) 2004 and abortion. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), dermatitis allergic ("allergic or hypersensitivity reaction: rash"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems: depression"), anxiety ("mental anguish") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (removal of the device). Essure was removed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, hypersensitivity, dermatitis allergic, fatigue, migraine, headache, depression, anxiety and weight increased outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, dermatitis allergic, fallopian tube perforation, fatigue, headache, hypersensitivity, migraine, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: discrepancy noted: have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the mesosalpinx below that was perforated"), pelvic pain ("persistent pelvic pain") and pregnancy with contraceptive device ("pregnancy (termination") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 1 in 2004, abortion, cesarean section and abortion spontaneous. Previously administered products included for an unreported indication: ring. Concurrent conditions included obesity. Concomitant products included alprazolam from 2013 to 2015, ascorbic acid since 2009, biotin since 2009, paracetamol (acetaminophen) from 2009 to 2014 and topiramate (topamax) since 2009. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), dermatitis allergic ("allergic or hypersensitivity reaction: rash") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of the device). Essure was removed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, hypersensitivity, dermatitis allergic, fatigue and weight increased outcome was unknown and the pelvic pain, migraine, headache, depression and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, dermatitis allergic, fallopian tube perforation, fatigue, headache, hypersensitivity, migraine, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: discrepancy noted: have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: successfully occluded; on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Concomitant drug were added. Updated outcome of events(depression, anxiety, migraine, headache). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the mesosalpinx below that was perforated') and pelvic pain ('persistent pelvic pain') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." The patient's medical history included multi gravida, parity 1 in 2004, abortion, cesarean section and habitual abortion (spontaneous). Previously administered products included for an unreported indication: ring. Concurrent conditions included obesity. Concomitant products included alprazolam from 2013 to 2015, ascorbic acid since 2009, biotin since 2009, paracetamol (acetaminophen) from 2009 to 2014 and topiramate (topamax) since 2009. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination"), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and dermatitis allergic ("allergic or hypersensitivity reaction: rash"). The patient was treated with surgery ( removal of the device, salpingectomy-bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, dermatitis allergic, fatigue and weight increased outcome was unknown, the pelvic pain and hypersensitivity had resolved and the migraine, headache, depression and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, dermatitis allergic, fallopian tube perforation, fatigue, headache, hypersensitivity, migraine, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: discrepancy noted: have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram on (B)(6) 2009: results: successfully occluded; on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the mesosalpinx below that was perforated') and pelvic pain ('persistent pelvic pain') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 1 in 2004, abortion, cesarean section and habitual abortion (spontaneous). Previously administered products included for an unreported indication: ring. Concurrent conditions included obesity. Concomitant products included alprazolam from 2013 to 2015, ascorbic acid since 2009, biotin since 2009, paracetamol (acetaminophen) from 2009 to 2014 and topiramate (topamax) since 2009. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination"), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and dermatitis allergic ("allergic or hypersensitivity reaction: rash"). The patient was treated with surgery (removal of the device and removal of the device, salpingectomy-bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, dermatitis allergic, fatigue and weight increased outcome was unknown, the pelvic pain and hypersensitivity had resolved and the migraine, headache, depression and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, dermatitis allergic, fallopian tube perforation, fatigue, headache, hypersensitivity, migraine, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: discrepancy noted: have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: successfully occluded; on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of events persistent pelvic pain and allergic reaction was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reaction"). The patient was treated with surgery (removal of the device). Essure was removed. At the time of the report, the pelvic pain and hypersensitivity outcome was unknown. The reporter considered hypersensitivity and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.